Event description:
It was reported that the patient connector on the transfer set could not be connected to the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The connection issue was determined to be caused by a below nominal interior diameter measurement. The out of specification internal diameter was caused by the molding process during manufacturing of the device. A CAPA has been opened to address this issue. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal was performed with no issues noted. The interior diameter of the patient connector was measured and was found to be out of specification. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.